Event description:
It was reported that this right ventricular (rv) lead dislodged 10 days after the initial implant. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that this right ventricular (rv) lead dislodged 10 days after the initial implant. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the drug collar missing from the lead tip. Visual inspection showed a deformed and severely stretched out helix with gouge marks (likely induced explant damage). The associated stylet was returned stuck and bent in the lead body. Visual inspection did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis concluded this as unintended use error based on the observation of induced damage during explant. The observed damage is not deemed to indicate a product defect or malfunction.